Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 210) was confirmed due to a defective u1005 component on the computer/analog board. U1004 was also replaced as a precaution. The monitor was unable to complete detect and treat testing. The root cause for the defective u1005 could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 210.